Event description:
The results of this investigation are inconclusive since the valved graft was not returned for analysis. However, there was no evidence found to suggest the intraoperative leaflet dislodgement was due to an intrinsic defect in the valved graft, as supported by the review of the valved graft's mfg traveler and the surgeon's indication that there were no concerns about the device's performance. The cause of the event remains unk.